Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please provide the attachments for the products traceability information from edc and rdc? How was the product purchased? Is there an indication of how the product was distributed? Is there any indication of the source? Based on the packaging, is there any indication of which market the original genuine product may have come from? Were the device used on a patient? If so, was there any patient consequence? Device return status. Please document the shipment tracking number: please provide the source or name of person providing answers to follow-up questions: h3 investigation summary: the product was returned to ethicon for evaluation. One unopened sample that pertains to product code 915t, lot af0846 was received for analysis. Upon initial inspection of the sample, no external damages were observed on the external packet. Pictures of the product received were provided to ethicon raritan to perform a comparison with the artwork in the system. The sample was noted to be according to the manufacturing process. However, the lot number printed (af0846) does not belong to the product code 915t. Also, the packet contains a foil packet of product code 915t with one needle/suture combination that belongs to gut chromic suture. Besides that, a characterization was performed with the following results: the needles are sales type CT, ½ circle, silver color, (taper point). The suture belongs to diameter 1 gut chromic monofilament¿, length 90 cm, and undyed color. The diversion product, counterfeit and tampering is confirmed, since the lot number printed pertains to a different product code. Ethicon product was not distributed by an affiliate authorized. The traceability report was not provided. Based on the samples received, the product is confirmed for counterfeit due to the discrepancies found in the labeling and packaging material. For the remaining product experience code, no information is available to confirm the previous ones.

Event description:
It was reported that a patient underwent an unknown procedure in 2024 and suture was used. Before use on the patient, global brand protection latam team has performed a market survey in venezuela, in the city (B)(6) , 10 different non-authorized and suspicious sellers. All products bought are listed below. Please open a product complaint to register the market survey, check products, batches, manufacturing and expiry dates to confirm the suspicious of counterfeit, diversion or tampering. The product was returned to ethicon for evaluation. One unopened sample that pertains to product code 915t, lot af0846 was received for analysis. Upon initial inspection of the sample, no external damages were observed on the external packet. Pictures of the product received were provided to ethicon raritan to perform a comparison with the artwork in the system. The sample was noted to be according to the manufacturing process. However, the lot number printed (af0846) does not belong to the product code 915t. Also, the packet contains a foil packet of product code 915t with one needle/suture combination that belongs to gut chromic suture. Besides that, a characterization was performed with the following results: the needles are sales type CT, ½ circle, silver color, (taper point). The suture belongs to diameter 1 gut chromic monofilament¿, length 90 cm, and undyed color. The diversion product, counterfeit and tampering is confirmed, since the lot number printed pertains to a different product code. Ethicon product was not distributed by an affiliate authorized. The traceability report was not provided. Based on the samples received, the product is confirmed for counterfeit due to the discrepancies found in the labeling and packaging material. There were no adverse consequences reported. Additional information was requested.